Event description:
A malfunction alarm occurred, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which the customer followed without the malfunction recurring. The customer was advised to continue using the pump and contact technical support if the issue reappears, which the customer acknowledged and understood.